Manufacturer narrative:
Approximate age of device: 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient died due to multisystem failure on (B)(6) 2018. The account stated it does not believe the death to be lvad related and the pump will not be returning for evaluation.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2018. It was reported the cause of death was multisystem failure and the death was not thought to be related to the device. It was reported the pump would not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.